Event description:
It was reported that during a tonsillectomy the halo wand was hooked up to the werewolf but when surgeon stepped on ablate or coag pedal, slaine flowed out the wand but wand would not cut or coag. The wand was tested in a bowl of saline after case and no plasma glow either. Another wand was used, no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6. The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the device showed minimal erosion of the electrodes. Analysis of the data extracted from the wand revealed that, prior to investigation, the wand was activated for a total of 19 seconds, all on med 0 (ablate). The wand was then connected to a known good controller, which revealed that the ablate and coagulate functions activated as intended. Saline and suction lines performed as intended.the complaint was not verified and a root cause could not be determined, as the device performed as intended. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.